Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The condition of the returned device did not match the complaint. It appeared that the capsule did not deploy properly from the delivery system. The capsule trocar needle was advanced and a bit of blood and tissue was present. The plunger was fully depressed and retracted. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).

Event description:
It was reported that the capsule failed to calibrate and was not used in a patient.